Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was having a critical pump error (open book image). Customer's blood glucose was 241mg/dl at the time of the call. Customer states that she entered a hot tub with the pump and noted that there was water in the battery compartment. The pump was expose to fluid (water). Troubleshooting was performed. Customer was advise to revert to back up plan per health care professional. The device will return for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection.